Manufacturer narrative:
This 3500a form, report number is an identical copy of failed 3500a form submission, report number originally submitted on 29jan2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2025 patient reported that he "woke up and the sheets were drenched, didn't remember seeing anything wrong with the incision prior to that day" the patient stated he did see some redness around the pocket in (B)(6) 2024. On (B)(6) 2025 the patient was admitted to the hospital. The patient has lost weight which may have led to the erosion. Culture results are pending. No information if antibiotics were started. On (B)(6) 2025 the field team was shown a picture of the pocket. Field personnel verified the device had eroded through the skin. The plan was to explant the whole system. On (B)(6) 2025 the entire remede system was explanted without incidence.